Manufacturer narrative:
One cadd extension set was returned for analysis in used condition. The sample was visually inspected at a distance of 12" under normal conditions of illumination. The tube was detached from the valve. A review of the manufacturing process was conducted in order to verify that there are no situations or practices that could cause this event. No discrepancies were found. Four samples from the inventory were taken and then a little solvent was applied between the tube and adapter tube, then the samples were pulled with a little force in attempted to detached solvent joint. The result was that tubes from the four samples were detached. The most probable cause is that production personnel didn't apply solvent properly.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during the use of a smiths medical cadd extension set, the customer noticed the tube of the product (not the connector) got disconnected from the cassette. There was no patient injury.